Manufacturer narrative:
(B)(4). Date sent: 8/26/2020 d4: batch #t9547j investigation summary the analysis results found that the b12lt device was received with the sleeve fractured. The obturator was returned with no apparent damage. It is possible that the damage was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2020. Additional information: a photo was received for review. Upon visual inspection of photo, the following was observed: the photo shows a trocar tip area and the sleeve appears to be damaged. Based on the photo alone the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion once device analysis has been completed.

Manufacturer narrative:
Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the endoscopic lobectomy procedure, the b12lt had sleeve damage. The surgeon took pieces from the patient. There were no patient consequence.